Event description:
It was reported that during surgery the implant broke upon tamping while inside the interbody space during a tlif surgery at levels l4-s1.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Visual and optical examination confirmed the implant was fractured at the implant inserter interface. Rays emanated from the instrument interface area, consistent with overload. The above observations were consistent with brittle overload.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.